Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to integrated chip (u17) failing. The manufacturer also confirmed thermal damage to resistor (r39) on the system board.

Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.